Event description:
It was reported that the patient needed a MRI of her lower back, so the system was explanted. However, the patient¿s lead was damaged during the explant procedure. The healthcare provider (hcp) tried to remove the lead from the pocket, but was unable to remove the entire lead and closed the patient. The patient was doing good.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0223z, implanted: (B)(6) 2012, product type: lead. (B)(4).